Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on 12/07/2017. The product was returned to the manufacturing site for evaluation. Visual inspection showed the lens was cut into two pieces and placed in the lens case. Considering the condition of the lens, further investigation could not be performed. The complaint cannot be confirmed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided.gender/sex: unknown, information not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 21.0 diopter intraocular lens (iol) was explanted from the patient''s operative eye because the wrong lens was opened. No additional information was provided.